Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi)received information of a patient who underwent a da vinci hysterectomy procedure and had a punctured bladder on (B)(6) 2013. No further information is provided at this time.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaints was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.

Manufacturer narrative:
On (B)(6) 2013, the patient underwent a da vinci robotic hysterectomy for menorrhagia and anemia. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication, although retrospective analysis suggests that the bladder was lacerated. The patient presented with abdominal complaints. CT scan was done on (B)(6) 2013, the result suggests there is a large amount of free floating urine in the peritoneal cavity. The defect appears to be in the dome of the bladder. On (B)(6) 2013, a laparotomy was performed which demonstrated a 2cm laceration in the bladder wall but no damage to the ureters. The bladder was repaired in 2 layers.